Event description:
Procedure: laparoscopic choledocholithotomy. According to the reporter: during procedure, the clip applier could not be removed from the port. Therefore, the surgeon removed the clip applier with the versastep. No bleeding. Nothing fell into cavity. No pt harm. Operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).